Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure it was noted thresholds increased on the right atrial (ra) lead. Dislodgement of the lead occurred the procedure however during attempts to revise the lead, the helix would not fully extract and extend. Tissue was noted on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the helix was fully extended, slightly bent with blood and tissue on it. If information is provided in the future, a supplemental report will be issued.